Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that oil was dripping out of the tip of the motor device. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: there was no contact phone number provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed an oil leak at the shift lever and vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out seals and bearings from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.